Manufacturer narrative:
This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has to charge his ipg more frequently than normal. It was also reported the pt experiences pocket heating when recharging. A new charger was sent to the pt. The replacement charger resolved the pocket heating issue. An sjm rep reprogrammed the pt. The new settings resolved the charging issue by giving him longer battery life. No further complications have been reported.